Manufacturer narrative:
Updated information: d3 MFR fax number added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ao placement signal drift. Proper pump positioning was confirmed with echo. No patient harm was reported.

Manufacturer narrative:
Additional information was received b2, b5, d6b, h1 and h6 updated.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in an 80-year-old male patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). The patient had a history of prior coronary artery bypass grafting and known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, the registered nurse reported that the aortic placement signal was drifting below the patient¿s validated arterial blood pressure, consistently 40¿50 mmhg lower. Placement was verified on echocardiography. Occasional false placement signal low alarms were noted, but flows remained stable and the patient was stable. The case was discussed with the surgery team, and no changes were made at that time. The position of the 5.5 device was verified and reviewed on echocardiography by the physician, who had no desire to reposition. Placement signal low alarm was silenced per physician order. The device functioned as intended at p-5, delivering 3.5 l/min with a purge solution of dextrose 5% in water (d5w) containing 25 meq/l sodium bicarbonate. The placement signal issue had no impact on the patient's hemodynamics. Subsequently, care was withdrawn and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as they presented in scai shock stage e.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue/false alarm could not be determined.